Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported via vigilance report that their defendo biopsy valve leaked. No report of injury or procedure delay.

Manufacturer narrative:
The user facility returned the defendo biopsy valve for evaluation. The evaluation determined that the biopsy lid slit was not resealing properly allowing fluid to leak. The exact cause of the event could not be determined. The device history record (DHR) was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. No additional issues have been reported. We will continue to monitor to ensure the product continues to perform as expected.